Event description:
Gynecologist was performing an endometrial ablation. The novasure machine failed to function properly. The novasure machine only ran for 5-10 seconds before turning off. The entire procedure was repeated. The integrity testing test was completed. Multiple attempts were made. The disposable handpiece was replaced with another new handpiece with the same results. The cavity assessment test was passed multiple times. Attempted to create a better seal failed (ky jelly, 4x4, and a second tenaculum). The device was even cleaned with saline as suggested by the equipment rep. Result: aborted ablation. Pt might need an additional surgical procedure in the future to achieve the desired outcome.